Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. The patient reported shocking sensation. They stated it works beautifully and they don't think they could walk or talk if they didn't have it. They synced with the programmer and it showed stimulation on. Patient then told me about a shocking sensation she had, stating "it shocked me or at least something shocked me about a month ago". She says she hasn't had any falls or trauma. Its unclear if this shocking came from her dbs or from another source. Patient doesn't seem to know. No further complications were reported or anticipated with this event. [Refer to pe (B)(4) for information regarding making batteries discharge and pe (B)(4) for toes getting numb.]